Event description:
Customer reported via phone, the insulin pump was alarming motor error during basal. Customer doesn't know her blood glucose level. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. The device was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The excessive no delivery and occlusion tests were not performed due to motor error alarms. The device was received with broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.